Event description:
It was reported that the patient had a defibrillator put in. The patient was having atrial fibrillation. The neurologist didn't think the vns was the cause of the atrial fibrillation and thought the patient had atrial fibrillation before being implanted with vns. A cardiologist though wanted the device disabled. No additional relevant information has been received to date.